Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. During troubleshooting with tandem technical support the customer was ultimately able to load a cartridge onto the pump. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.